Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.

Event description:
It has been reported to us that during the procedure the occlusion balloon deflated unexpectedly. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The performed pre-dilatation and stenting on the vessel. The physician inserted the aspiration catheter into the introducer sheath however it became caught on the occlusion balloon wire. The physician attempted to removed the aspiration catheter and the occlusion balloon deflated unexpectedly. The physician removed the device from the patient. The patient is reported to be fine.